Manufacturer narrative:
The event occurred in germany during startup. It was reported that a hl 20 pump displayed the error message "head". No harm to any person has been reported. According to the hl20 service manual the error "head" indicates that the motor tacho shows a value but the head tacho shows 0 (zero). A getinge field service technician (fst) was onsite for investigation on 2024-11-26. During investigation the fst found the error message: "head" and "runaway". The fst replaced the motor. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. For the reported error message: "head" a similar case was already investigated by the getinge life cycle engineering with the following results. The rpm (roller pump module) motor consists of two main components, the motor itself and a tachometer connected to the motor drive unit. The tachometer generates a dc voltage signal that is proportional to the speed and is used to control the motor to the target speed set by the user. In the event of deviations between the target and actual speeds, the control system first attempts to adjust the speed of the motor to the target by regulating the motor. If this is not possible, the motor is stopped by the control system and the message head will be displayed. The most probable root cause could be determined as a defective motor tacho produces a faulty speed signal. Even when the motor is not turning, the tacho produces a signal that corresponds with a high speed. For the reported error message: "runaway" similar case was already investigated by the getinge life cycle engineering. A defect in the speedometer of the motor was determined as the root cause of the error message "runaway". The device in question was manufactured on 2018-10-26. The review of the non-conformities during the period of 2018-10-26 to 2024-11-29 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure "error message head and runaway" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. UDI note: this event occurred on the german market on a significantly similar device to "base unit hl20", which is sold in the us. For d4 unique identifier (UDI)#, primary di number has been used for base unit hl20 with catalog number 70104.3262, which is sold in the us. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.

Event description:
The event occurred in germany during startup. It was reported that a hl 20 pump displayed the error message "head". No harm to any person has been reported. According to the hl20 service manual the error "head" indicates that the motor tacho shows a value but the head tacho shows 0 (zero). During investigation the getinge field service technician aditionally found the error message: "runaway" displaying on the pump. Since the reported error messages can lead to an unintentional pump stop a report is required. Complaint ID: (B)(4).